Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated he has been off the sensor since (B)(6), using the insulin pump only. Customer's blood glucose ranged between 187mg/dl-585mg/dl. Customer stated depending on the solution they use in dialysis, blood glucose would be elevated. We advised customer to monitor blood glucose.